Event description:
Patient was revised to address pain. There was some corrosion on the trunion and on the backside of the liner.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in right hip and groin, restricted mobility, multiple dislocations and falling episodes, and elevated metal ions. Revising surgeon reported in his h and p that patient had metal ion levels of cobalt 32.3 and chromium 6.2 (no units), as well as mars MRI identifying fluid collection in hip and lateral to greater trochanter. The revision procedure note stated "encountered milky-type fluid...consistent with metal reaction." Also, "there was a tremendous amount of osteolytic debris in the joint." There was "evidence of...small ring of corrosion at the head and neck junction." There is no new additional information that would affect the existing MDR decision. Osteolysis and elevated ion harms added to complaint.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.